Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 26523, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: patient identifier: (B)(6), (B)(6), sex: female, age (at time of consent): (B)(6), model: lxmc17, device lot number: 26523, date of surgery: (B)(6) 2021, adverse event term: dysphagia, site awareness date: (B)(6) 2022, end date: blank, severity: moderate, is the adverse event serious? No, dilation performed: yes, outcome: not recovered/not resolved. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6), event: dysphagia. Relationship to study device: blank. Relationship to primary study procedure: blank.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2022. G2: 2. Is report source foreign. The reported source was from (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 5/25/2022. Additional information received: other intervention/treatment: yes if other specify: pyloric balloon dilation related to stenosis in duodenal bulb relationship to study device: not related relationship to primary study procedure: not related.